Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a cq2015a, +18.5 diopter, intraocular lens in the patient's left eye (os) on (B)(6) 2017. During implantation, the surgeon noticed that trailing haptic tore. The lens was exchanged with a back-up lens and the problem was resolved.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).